Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
Com-(B)(4)

Event description:
The complaint states the patient experienced a receiver that ceased to function. Product was provided for investigation. Confirmation of the complaint was confirmed via product. The probable cause is determined to be a defective battery.